Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm replacement procedure. The graft leaked blood from its bifurcation area. The quality of blood through the graft is reported as unknown and unattainable. The duration of the leakage is reported as unknown and unattainable. The leakage was stopped with surgical adhesives (tachocomb by nycomb amersham). There was no injury to the patient. The graft was left in. The condition of the patient is reported as "ok." Patient's condition, leakage quanitity, duration and surgical adhesive information have now been updated above with additional information received in 2003.